Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the rubber part of the dilator on one of the mesh legs crinkled up, and the suture detached from the dilator. The suture and the attached needle were retrieved from the patient. The physician removed the pinnacle mesh from the patient and completed the procedure with another pinnacle, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.